Event description:
It was reported that when the asymptomatic patient presented in-clinic for a follow-up, post-paced t-wave oversensing was observed. Device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.